Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s11222 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 20/sept/2022, of the (B)(4) devices released to finished goods for lot s11222, (B)(4) have been reported as distribution with 12 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 42 year old male patient had hernia repair surgery on (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh, lot number s11106-189, catalog number 1620002. On (B)(6) 2013, the surgeon implanted another strattice mesh. The lot number for this mesh is s11222-175, and catalog number 1620002. After surgery, the patient returned to the hospital, on (B)(6) 2015, and was diagnosed with multiple recurrent hernias. On (B)(6) 2015, the patient underwent adhesiolysis, mesh resection and excision, and recurrent hernia repair. During the (B)(6) 2015 surgery, the surgeon implanted a strattice firm mesh, with catalog number 2020002 and lot number 100221-007. Although a lot number was reported, 100221-007 is not valid lot number and there is no allegation against the product as it was used as a replacement during the explant surgery. This record is associated with lot s11222-175, implanted on (B)(6) 2013.